Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent medical procedure, the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information received indicates that the ipg is operable. The patient only experienced trouble charging the ipg due to physical limitation. Additionally, patient does not like recharging. As such, surgical intervention took place wherein the ipg was explanted and replaced.

Manufacturer narrative:
Corrected date: in the initial report it was reported that the ipg was inoperable. New information indicates ipg is operable and functioning well. As such, this event does not meet the reportability requirement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.